Manufacturer narrative:
E1: (B)(6). Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation confirmed the customer's alleged malfunction. The philips field service engineer (fse) replaced the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
The customer reported the speaker was faulty. It was confirmed the device neither produced sound nor did it show an inoperative speaker message at the time of the report. The device was not in use on a patient at the time of event, there was no adverse event reported.